Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
Distributor reported that the unit of measure setting of their locked freestyle meter was able to change from mg/dl to mmol/l. They were also receiving an error 3 message and a battery/booklet icon when inserting strips into the meter which is the indication that meter may have exhibited a memory overwrite malfunction. There was no report of death, serious injury or mistreatment.